Event description:
During a check-out procedure at the manufacturer's service center, a ventilator inoperative condition was observed. The device was not in patient use. The ventilator's software was re-loaded to address the issue.